Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: there were multiple occlusion alarms observed in the pump¿s black box with a related high force reading. During the prime steps, the pump failed to recognize the cartridge during the load step. A force sensor calibration test revealed that the sensor was not detecting the low force. Resistance on the force sensor was measured and found to be out of specifications. The pump was opened and contamination was found on the force sensor shim. Additionally, the display screen was dim and discolored. There was a battery compartment crack on the side of the pump casing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked, the display screen was dim and discolored, and there was contamination on the pump&#38112;force sensor. This report is made based on results of investigation completed on (B)(6)2015.